Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation and cutting failure of the probe occurred during the vitrectomy surgery. The condition of aspiration was unknown. The surgery completed with the replacement of another product. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a bag, for the report. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and non-conforming for cut. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. Orange/brown foreign material was observed on the tip of the inner cutter and black foreign material was observed at one location on the inner cutter, near the base of the cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had an actuation failure. The evaluation confirms that the probe had a cut failure. The cause of the cut failure is the gouging observed on the cutting edge of the inner cutter. The exact cause of the gouges on the cutting edge cannot be determined from the evaluation performed. The reported actuation failure was not confirmed and the exact root cause of the gouges on the cutting edge could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).